Event description:
It was reported that the right ventricular (rv) lead had dislodged overnight after the implant. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent and visual summary analysis of the lead was performed. It was also noted that the lead was returned with the helix bent and body tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).